Manufacturer narrative:
This device used for treatment and not diagnosis. Drill bit was received for evaluation with the distal tip sheared off. Only approximately 2mm of the fluted drill tip remains. The drill bit was manufactured from (B)(4) which is a typical material used to make drill bits. The design is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
It was reported that on (B)(6) 2013, during a distal radius procedure, the drill bit broke. The broken drill bit was retrieved by surgeon. The procedure was delayed for more than fifteen minutes. It is reported that the depth gauge window may have had to do with the breakage. Surgeon implanted a volar rim distal radius plate and completed the procedure. This is 1 of 1 report for complaint (B)(4).